Event description:
"Makes shrill noise and wobbles when in use" was given as the reason for repair. On follow up with customer, it was reported that the attachment was used for 4 or 5 minutes then changed. There was no adverse effect to the pt.